Event description:
Allegedly, per surgeon, "the failure appears to be a metal fatigue fracture originating in the femur component pocket. Failed profemur modular neck."

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00131, 00133.